Manufacturer narrative:
Concomitant medical products: product ID 8780, lot#, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter. Product ID 8780, lot#, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(6); product ID: 8780, serial/lot #: (B)(6), ubd: (B)(6) 2021, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was not feeling the benefits of therapy from the time he had his pump replaced back in august. There were no environmental, external, or patient factors that may have led or contributed to the issue. A dye study was performed on (B)(6) 2021 but was unsuccessful. A catheter revision was planned. During the procedure, the surgeon found that both the spinal and pump segment of the catheter were in the abdominal pocket, so he explanted the old catheter and replaced it with a new one. The issue was noted to be resolved and it was indicated that the hcp had no further information to provider regarding the event.

Manufacturer narrative:
Analysis of the mode 8780 catheter component with serial number (B)(4) revealed that the collet was not fully locked in place regarding the pin connector. Analysis of the model 8780 catheter component with serial number (B)(4) revealed a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.